Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 27-oct-2013, UDI#: (B)(4). Product ID: 8731, serial/lot #: (B)(4), ubd: 28-feb-2007, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml dilaudid at 0.7509 mg/day, 5 mg/ml bupivacaine at 0.7509 mg/day, and 125 mcg/ml clonidine at 18.77 mcg/day via an implantable pump for an unknown indication for use. It was reported that at a routine replacement for eri, after the back table pump prime of 0.3 ml, the new pump was connected to the old catheter. However, the aspiration from the catheter access port was unsuccessful. The hcp proceeded with the procedure by not replacing the catheter because therapy was good. Additionally, it was stated that the expected volume of drug in the old pump was 18 ml and got 19 ml out. There were no catheter concerns. A priming bolus of the catheter was not performed. The issue was not resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.